Event description:
This report is being filed after the subsequent review of the following journal article: reising, k., hauschild, o., strohm, p., suedkamp, n. (2009). Stabilization of articular fractures of the distal humerus: early experience with a novel perpendicular plate system injury, int. J. Care injured, 40, 611¿617. The authors evaluated treatment with the synthes device, distal humerus plate (dhp) for midterm functional outcome, complication rate and operation time for fractures of the distal humerus. The authors studied 46 patients (19 men and 21 women; mean age 60.5 years) who underwent open reduction internal fixation from 2004 to 2007 with the dhp. Six patients were lost to follow-up; the remaining 40 patients were followed for 11 months (range, 4-24 months). This is a serious injury report for: two patients with superficial soft tissue infections who were treated with surgical revision and antibiotic treatment; one patient with loosened lag screws which were removed four weeks post operatively; and one patient with replacement of the radial plate and revision for loosened ulnar plate. The authors concluded that open reduction internal fixation with dhp resulted in good outcomes for the majority of patients. This report is for an unknown locking compression plate medial distal tibia plate. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown locking compression plate medial distal tibia plate, part and lot numbers are unknown. Event date: 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.